Event description:
The customer contacted the kit booking specialist, requesting a substitution for the item involved. The event reported was a breakage of the product. No adverse consequences reported by the customer.

Manufacturer narrative:
Device will not be returned. It was discarded. If add'l info becomes available it will be reported on a supplemental report.